Manufacturer narrative:
The technician rebuilt the worn brake block mechanism to repair the bed.

Event description:
Information received indicates the brake pedal will lock, but the brake will not hold.